Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A090208 was coded for the poor image quality. A0908 was coded for the inaccurate 7th screw navigation. A1302 was coded for the scan not transferring. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case to implant eight screws, the surgeon noticed that the 7th screw navigation was inaccurate. They decided to perform a respin of the patient. However, the scan didn't automatically transfer to the navigation system. When they pushed it over, the navigation system indicated that manual registration was required. They rebooted all machines and re-spun. The respinning was successful, and the exam was automatically sent over with automatic registration complete. However, the scan quality of the patient was poorer in the area of interest. A separate case was generated for the scan quality issue. Despite the image quality issue, the surgeon still decided to move forward. Most likely, the probable cause of the issue was the flickering of red status on the navigation system during the failed spin. The delay was about one hour. There was no impact on patient outcome.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was determined that there was insufficient information to determine that cause of the issue. Codes b01, and c19 are applicable, as is previously reported d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: additional product added to d10: product ID: m021083c001, software version: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.